Event description:
The patient reported that the ok button was sticking and continuing to scroll. The patient reported that there was no damage to the keypad. The patient reportedly wore the pump in an undergarment and cleaned the pump with alcohol; customer support advised the patient not to use solvents on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.